Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that ¿they had to go back in and reattach the wires.¿ the right ventricular (rv) and right atrial (ra) leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally disclosed by the clinic that the ra lead had dislodged. The lead was revised and remains in use. No patient complications have been reported as a result of this event.